Event description:
Upon removal of mapping achieve catheter and artic front occlusion balloon catheter from patient's left atrium via transeptal puncture heart to the patient right groin the nitinol tip of the achieve catheter broke into two apart inside the delivery sheath. All foreign pieces were accounted for. The event did not harm the patient.